Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: thumb advancer failed to advance completely/ difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, when advancing the thumb advancer, resistance was felt. The sheath did not completely split and the clip did not deploy. It was noted that there was some carving in the proximal end of the shaft. The safety release button was used unsuccessfully, and the device was removed using counter-traction, and an assertive pull per the instruction for use (IFU). Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.